Manufacturer narrative:
Evaluation summary: the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
No eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician noticed that the superior vena cava (svc) coil had unwrapped some. The lead was not implanted as the physician asked for a new lead to implant instead. No patient complications have been reported as a result of this event.